Event description:
It was reported that an ilet user contacted support because blood glucose readings from a new dexcom g7 sensor were not displaying on the ilet, and shortly thereafter the ilet showed a ¿high¿ glucose reading. The user disclosed missed breakfast and lunch announcements, and education was provided that the ilet would deliver corrections now that a reading was available. Symptoms included hyperglycemia. Outcomes included no alerts until the first reading was received and user monitoring without need for follow-up. Investigation included technical troubleshooting and user education regarding meal announcements and expected automated correction behavior. Investigation of this case revealed that the high glucose was attributable to missed meal announcements rather than a device malfunction, and that the system functioned as designed once sensor data were received. It was concluded, based on previously established findings for similar reports, that user-related factors caused the event.